Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery.

Event description:
It was reported that this implantable cardioverter defibrillator's (ICD) battery was dead hence, could not be interrogated. This device was explanted. No additional adverse patient effects were reported.